Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bahari, s., lenehan, b., khan, h. And mcelwain, j.p. (2007), minimally invasive percutaneous plate fixation of distal tibia fractures, acta orthopaedica belgica, vol. 73 (5), pages 635-640 (ireland). The aim of this study is to evaluate the result of a minimally invasive percutaneous plate osteosynthesis (mippo) technique for distal tibia fractures. Between january 2004 to december 2005, a total of 42 patients (31 male and 11 female) with a mean age of 35 years (range, 17-75) were treated with a minimally invasive percutaneous plate osteosynthesis (mippo) technique. Surgery was performed using ao distal tibia locking plate. The mean follow-up time was 19.6 months (range, 9¿24). The following complications were reported: 2 patients had a superficial infection. 1 patient had a deep infection. 3 patients had metalwork removal due to plate impingement. 1 patient had a hardware failure where one proximal screw was fractured (fig. 3). The overall tibial alignment is maintained. This report is for an unknown synthes screw. This is report 3 of 3 for (B)(4).